Event description:
An article was received for review called: vns in pts with previous unsuccessful resective epilepsy surgery: antiepileptic and psychotropic effects. In the article, it mentions one pt that had severe worsening of the epilepsy which remitted upon vns discontinuation and explant. The pt did have improved behavior and cognition but a dramatic worsening of their seizure frequency and duration. The pt had 3 complex partial seizures prevns per month and after implantation had 90 complex partial seizures per month.

Manufacturer narrative:
(B)(6) vns pt with previous unsuccessful resective epilepsy surgery: antiepileptic and psychotropic effects. (B)(4).